Manufacturer narrative:
Further analysis of the device found that the handpiece had corroded, rusted and damaged parts. Motor cable assembly and all mandatory parts were replaced. The device has been successfully tested and passed according to manufacturing specifications. Post repair temperature in fahrenheit: front bearing 124.3f, motor 122.5f, rear bearing 127.7f and ambient: 76.6f. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated and was making a noise prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The temperature test was unable to be performed as the motor was completely dead; the motor was not rotating at all. Hi-pot test failed. Motor cable assembly found faulty and needs to be replaced. If information is provided in the future, a supplemental report will be issued.